Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a "hair" was found on the relion® insulin syringe needle before use. The following information was provided by the initial reporter: "consumer reported, she found a piece of hair on needle prior to injection. Stated, the syringe came from a sealed bag stated, did not use".

Manufacturer narrative:
Investigation summary no samples (including photos) were returned as of 24 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a "hair" was found on the relion® insulin syringe needle before use. The following information was provided by the initial reporter: "consumer reported, she found a piece of hair on needle prior to injection stated, the syringe came from a sealed bag stated, did not use"